Manufacturer narrative:
(B)(4), date sent: 9/16/2024, d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started) or did the device start to deploy staples and cut but could not be completed (partially fire) or did the device fully fire and stop during the automatic knife return? -partially fire. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? -yes. Used manual override to open the jaw.

Event description:
It was reported that during the unk surgery, could not fire farther after fired a little and then during the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.